Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total lap hysterectomy (tlh) procedure involving closure of the vaginal cuff, the device was not holding the needle. The suture and needle were not saved.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. No needle was returned with the devices. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for instrument two. No sheering on the toggle switches was observed under microscopic inspection for both devices. Both instruments were loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle for both instruments. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.